Event description:
Pt experienced left knee pain while riding his bicycle. X-ray showed the screw for the polyethylene insert was disassociated and broken. The broken screw was removed.

Manufacturer narrative:
X-rays and surgical notes have been provided for analysis. The surgical notes indicate proper size combination of implants was used for the surgery. X-rays showed that the screw was loose. After removing the broken screw, the surgeon noted the polyethylene insert to the completely stable, and the cam was in good position and had not fractured. The surgical technique used in the primary surgical notes is not clear. As the metal insert for this articulating surface does not come pre-assembled, proper assembly needs to be ensured before implantation. Per surgical technique, prior to inserting the articulating surface, the metal locking insert must first be inserted into the anterior slot of the articulating surface, and the rail should be aligned with the space in the slot. No info is available on whether this metal insert was inserted or if it was done in a proper manner. It would appear the screw was not fully engaged during primary surgery; however, a definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.